Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products associated products : item#:unknown; unknown bone cement; lot#:unknown. Item#:42500606601; femur cemented posterior stabilized (ps) standard left size 9;lot#:63437922. Item#:42540200038; all-poly patella cemented 38 mm diameter; lot#:63507926. Item#:42512600712; articular surface fixed bearing constrained posterior stabilized (cps). Left 12 mm height use with tibia sizes e-f / ps femur sizes 6-9; lot#:63439952. Item#:42557000114; stem extension tapered cemented 14 mm diameter +30 mm length; lot#:63521997. Item#: 42509902525;2.5 mm female hex screw 25 mm length; lot#:63469852.. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01430.

Event description:
It was reported patient underwent left total knee arthroplasty and subsequently, patient is experiencing pain and swelling 4 years post-op. MRI shows tibia is loose and lifted unknown centimeters.